Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was not feeling stimulation on her left side like she does on the right. The patient wanted to meet with a manufacturer representative for reprogramming and was directed to their healthcare professional. The indication for use was spinal pain. Additional information was received from the patient. The patient reported that the last stimulator she had shook her a lot and had this one has been work greatly, she was not getting good coverage on the left. The patient reported the right side was working beautiful. The patient reported that the issue wasn¿t resolved, the pain still comes. No further complications were reported. Additional information was received from the manufacturer representative 2018-05-07. It was reported the lead in the 8-15 chamber of the battery has all impedances out of range except electrode 14 on the lead. The patient said she fell in 2015, about 2 and a half weeks, after her implant procedure. She was reprogrammed around that time and was advised to wear a c-collar by her healthcare provider. These efforts did not change anything much, patient still felt very little stimulation on the left area. The healthcare provider will get x-rays and then coordinate with the patient a plan to revise the lead. The procedure has not been scheduled presently. The representative was not sure which serial number is the lead with out of range impedances. No further complications were reported.